Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. It was reported that a dissection occurred in the proximal edge of the mid lad. This was caused by a medtronic device. The event was treated with additional stenting. The investigator assessed the event as not related to the index device or antiplatelet medication. The patient recovered.

Manufacturer narrative:
Additional information: it was reported that the dissection was not caused by a medtronic device. The event was treated with 2 resolute onyx des implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient weight is (B)(6) lb. If information is provided in the future, a supplemental report will be issued.